Event description:
It was reported the tip of this retrieval basket detached in the patient's ureter, during a therapeutic stone retrieval procedure. Age and gender of the pt are unknown. The detached segment was retrieved, without incident utilizing a grasper. The procedure was successfully completed with another device. No patient sequelae resulted from this event.